Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
Review of a report from the colombian national institute of health of an increase in reactive rates for the alinity s anti-hcv assay. For the year 2021, there were 64 repeat reactive anti-hcv samples out of a total of 63763 samples that were not confirmed by hcv pcr. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation for false positive results for alinity s anti-hcv included a review of trending data, labeling, device history record, field data, and a complaint search. No customer returns were available for evaluation. The complaint data for the product identified normal complaint activity for the complaint issue and no trends were identified. Labeling review concluded the labeling adequately addresses the issue. A device history record review did not identify any non-conformances or deviations. A review of field data for the overall performance of the alinity s anti-hcv reagents indicated the product was performing within product requirements. Based on the results of this investigation, all lots of alinity s anti-hcv reagent, ln 6p04-55 used at the customer site within 2021, are performing as expected and no systemic issue or product deficiency was identified.